Manufacturer narrative:
(B)(4). Physio-control advised the customer that this device is no longer under warranty and does not have any options for repair.  The device has not been returned to physio-control for evaluation.  The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak) and the device will no longer power on. There was no report of any patient use associated with the reported issue.